Event description:
Based on the information provided a revision surgery was performed involving a smith and nephew product, it is concluded that in accordance with the regulations set forth under 21 cfr 803, it is concluded that this is a reportable event.